Event description:
The subject device was used during an abdominal gastric surgery. After about 2 hours use the ptfe pad of the device was separated from the jaw. It was reported there was no error message. The procedure was completed with a different device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad was partially peeled form the jaw. The mfg record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a med device report in an abundance of caution.